Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop. Lens was exchanged with shorter length lens. Problem was resolved. Cause of event was reported as unknown.